Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a knee revision procedure approximately 25 years post-implantation due to wear. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device code - ni. Expiration date - ni. Date implanted - 1991. Date explanted - ni. Initial reporter - ni. Product location unknown.

Event description:
A revision procedure has been indicated approximately 25 years post-implantation due to an unknown reason; however, no revision procedure has been reported to date.